Manufacturer narrative:
Aware date should have been (B)(6)2017 instead of (B)(6)2017 in follow up report 1.

Event description:
New information received states the patient was stable after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the device and lead were explanted and replaced due to increased low voltage threshold. No further information is available.